Manufacturer narrative:
(B)(4). The device has been received but the evaluation has yet to be completed. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the homechoice evaluation was completed. The event history log review identified an increased intra-peritoneal volume (iipv) event on the day of the reported event. The home patient (hp) drained 2472 ml more than the maximum prescribed fill volume. No abnormalities were identified during internal/external inspections. The device passed both rite (returned instrument test evaluation) electrical and functional tests. A short simulated therapy was performed, but it failed due to an unrelated alarm. The reported issue was confirmed in the event history logs, but sample analysis could not identify any nonconforming product that contributed to iipv situation. The cause of the overfill and reported condition was a false empty detect, but the I-drain alarm was met. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) felt overfilled during use on the home choice (hc). The registered nurse (rn) reported that the hc filled the patient, skipped over a drain, and then filled the patient again. The technical service representative (tsr) arranged the return of the device and discussed the use of manual supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.